Event description:
It was reported that the glenoid reamer broke when it hit a retractor.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the reamer has a potential field age of approximately (B)(4). This type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. However, the exact cause of failure cannot be determined with certainty. Evaluation: the returned device meets dimensional specifications where measured, and material hardness is conforming to print specification. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.